Event description:
N/a.

Manufacturer narrative:
1 of 3 reports: same facility, same failure, same product, different patients. Other mfg report numbers: 3013886523-2021-00231. 3013886523-2021-00232. The cerelink icp probe was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Based on the meeting that took place between integra and the hospital, it was concluded that the root cause of the issue reported by customer was due to an user error. Junior registrars will be trained in placing the icp bolts, and training will be provided to physicians and nurses to improve understanding of probe implantation and removal.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a portion of a cerelink icp probe basic kit microsensor was found retained in the patient on follow up imaging. The patient was initially admitted to the hospital on (B)(6) 2021 after trauma when they were struck in the face by a horse. The initial head CT imaging demonstrated facial, orbital, and skull base fractures with a small acute subdural hematoma. The intracranial pressure monitor was inserted in the right frontal cranium on (B)(6) 2021 and, reportedly ¿completely¿ without incident on (B)(6) 2021. On an MRI that was performed on (B)(6) 2021 the MRI report noted the presence of an icp monitor; no action was taken. A head CT on (B)(6) 2021 noted the presence of an icp monitor; no action was taken. A CT of the facial bones on (B)(6) 2021 noted the presence of an icp monitor; no action was taken. The patient was discharged from the hospital on (B)(6) 2021. The patient was re-admitted to the hospital on (B)(6) 2021 for possible seizures. A head CT on (B)(6) 2021 noted the presence of an icp monitor; no action was taken. The patient was reportedly made aware of the retained item and advised not to have further MRI scans.